Event description:
Rptr filled elastomeric device with IV antibiotic solution. She attempted to prime the pump's tubing. The solution could not flow past air filter in tubing and the tubing could not be primed. No solution would drip out of the tubing which meant no antibiotic dose could be administered from the pump.